Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment rings were damaged and the reservoir would not stay in the device. Blood glucose level at the time of the incident was 24.9 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the displacement test. Pump error alarmed during self-test and confirmed in insulin pump history file due to a broken trace at keypad assembly. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, stained keypad overlay, texture damage on keypad overlay, cracked select button keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.